Event description:
It was reported that the defibrillator was unable to start up properly. Further information was provided that "the device treatment implementation test failed." There was reportedly no patient involvement.